Event description:
A surgeon reported that on three patients "nuclear chips" were noted in the anterior chamber near the wound on day one post operative. These patients had to return to the operating room for removal of these nuclear remnants. The patients have recovered well. No samples are expected.

Manufacturer narrative:
This complaint file was reviewed by the clinical analyst, who stated the following: ¿the surgeon reported ¿nuclear chips are deviling me¿. The surgeon noted he has had them with other ophthalmic viscoelastic device (ovd). The surgeon used a 45 degree kelman phaco tip and primarily uses torsional phaco. The surgeon stated he thinks the issue is from the phaco tip. The patients eventually did well. The occurrence of a retained nuclear chip is an unwelcome but essentially inevitable outcome at some point in time. Although this complication is not new, its incidence may be on the rise, according to some who speculate that the increase may be related to newer phacoemulsification settings that cause more turbulence within the anterior chamber. A retained nuclear chip typically presents asymptomatically one day postoperatively or at some point during the first month, possibly with signs such as corneal edema and elevated intraocular pressure, according. Cortical fragments have a tendency to dissolve much more quickly, whereas a nuclear fragment will stay around much longer and can cause inflammation in the eye if it is left behind. Prevention and management of retained nuclear chips start with being aware of the confirmed risk factors for this complication. The four most common risk factors for a retained chip are use of a highly retentive viscoelastic; a patient-centered problem such as arcus senilis; iris color; and use of an iris hook. Using highly retentive and space-forming viscoelastic is among the leading cause of experiencing retained nuclear chips because the fragment will stick to it and can remain lodged. Other less-viscous viscoelastics can also be high risk, if they are not removed entirely from the eye at the end of the case. Peripheral cholesterol accumulation, as seen in arcus senilis, is a risk factor for retained nuclear chips, because chunks of nuclear material can go into the angle and become invisible to the surgeon because of the opacification from the arcus. Iris color is a risk factor because in some patients the iris color is almost the same¿if not identical¿to that of the cataract. Finally, iris hooks pose a slight increase in risk. When an iris hook is used the iris may be bent forward a bit where the hook is holding the pupil, and that will introduce a potential space which widens the ciliary sulcus and makes space available for a chip to fall behind. To prevent retention of nuclear fragments begins with being on the watch for errant lenticular material and continues with thorough irrigation of every incision to make sure that no piece has found its way into the lumen of the side port. Another way to avoid this troublesome complication is to keep in mind that highly retentive an ophthalmic viscoelastic device (ovd) are not necessary in cases where the cataract is not very firm and the corneal endothelium is not challenged. In cases like this, it¿s better to use a less retentive viscoelastic so that any pieces that are small and hidden can actually be easily removed and are less prone to sticking in the residual ovd that is inside the eye. There is a recommendation to inject either miochol (acetylcholine) or balanced saline solution in the direction of the keratome incision and follow up with hydration of the paracentesis wound to avoid the possibility of a retained nuclear chip. It is important to thoroughly irrigate to minimize the likelihood of a retained nuclear chip, but also notes the importance of examining the iris for lumps. Irrigate under the iris to try to flush out any retained fragments that may be hiding under the iris. Appropriate management of a retained nuclear fragment typically leads to a great surgical outcome. The indication to do something is if the chip is of a size that would make it likely to create a problem, if there is any swelling of the cornea in the angle or if the iop is elevated. The patient may be managed by observing and if the patient is doing well on eye drops. A prolonged eye drop regimen and anti-inflammatories may be appropriate. If nuclear material is trapped behind the optic you may consider using a ¿nd:yag¿ laser on the entire posterior capsule to move the nuclear material into the posterior chamber. If it is a small piece of nuclear material in the posterior chamber it can be observed and will probably dissolve on its own. A second surgery may have to be performed to remove the nuclear chips if medical management or laser treatment does not resolve the nuclear chips.¿ no phaco tip (unspecified product) was returned for nuclear chips. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. All phaco tips are 100% visually inspected by trained operators using 30x magnification. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.